Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarmed during testing. The pump was unable to perform the displacement test due to no button response. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window; case cracked at the reservoir tube window corner, and stained lcd resilient cover.

Event description:
It was reported of bolus wizard education from the insulin pump. The customer's blood glucose reading was unknown. The customer was assisted with programming information for the bolus wizard. The customer would call back for assistance with programming information into the pump.